Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A family member reported condensation on the lcd screen of the customer's insulin pump. The significant event reported leading up to the complaint was the customer snowboarding while wearing the device. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 102 mg/dl. No further information was provided.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.